Manufacturer narrative:
This report is submitted on january 12, 2023

Event description:
Per the clinic, the patient experienced tinnitus and generally her hearing performance was not great. The device was explanted on (B)(6) 2022. The patient was re-implanted with a new device in the same procedure.

Manufacturer narrative:
This report is submitted on march 6, 2023.